Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no battery in the battery tube. The device passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. The unit had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, stained keypad overlay, broken belt clip slot and cracked case near display window corners. Unable to perform data analysis due to the error alarms noted in the history. The error alarms were due to corrupted history files.

Event description:
It was reported that the customer passed away. It was reported that the customer was in the hospital for a heart surgery when he went into a cardiac arrest and passed away. Insulin pump was requested to be returned. No further information reported.